Event description:
A home pt's spouse contacted baxter's tech svc ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 1 of their automated peritoneal dialysis therapy. Reportedly, the home pt disconnected their transfer set from the pt line of the homechoice set. The home pt then reconnected themselves to the set-up and received the alarm. Baxter's technical svc ctr assisted the home pt in ending the therapy early. Therapy was discontinued for the evening. No pt injury or medical intervention was associated with this incident per the home pt's spouse.